Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a proximal diagonal coronary artery intervention, the 2.5x15 mm nc trek met resistance with a previously implanted stent in the mildly tortuous, proximal left anterior descending coronary (lad) artery. Once at the lesion, the nc trek was inflated twice, but ruptured during the second inflation at 16 atmospheres. During removal, resistance was met and after removal, the proximal shaft was noted to have separated. A 2.5x12 mm nc trek was used to complete pre-dilatation and a non-abbott 2.25x20 mm drug eluting was implanted, completing the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.